Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was not able to be performed because the receiver would not boot up. The case was opened for further evaluation. An interior inspection was performed and the moisture detection sticket was found activated. Due to moisture damage, the reported event that the receiver ceased to function was not confirmed,. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.